Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called to report broken sensor. The customer's blood glucose was unknown at time of incident but states that his blood glucose was running high and treated it with manual injections and insulin pump. The customer states that he was having issues with sensor glucose value not being available. Customer declined to troubleshoot. Customer removed sensor and stated that it is broken and that the piece that goes in the body is broken. The sensor will be replaced and returned for analysis.